Manufacturer narrative:
(B)(4).

Event description:
Medical assistant contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, they experienced error message err224. No additional patient or event information is available.